Manufacturer narrative:
A supplemental MDR is being submitted for device evaluation findings. Sections g6, h2, h3 and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Imagery of the patient anatomy was provided and reviewed. It was observed that tortuosity, calcification, and undersized vessels were present in the patient's access vessels. Device related photos were provided and reviewed. The commander delivery system was found to have a fully circumferential radial balloon burst. The device was returned for evaluation. The inflation balloon was burst longitudinally and radially. The edges of the balloon matched with no missing balloon material. No other abnormalities were noted to the delivery system. Due to the nature of the complaint, no applicable functional testing was performed. The complaint was confirmed through visual examination. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of balloon burst was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient (calcification) likely contributed to the event. Per the imagery review, calcification was noted in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia, the commander delivery system balloon ruptured with final 21 cc of volume pushed in. The deployment was planned for 70/30 due to heavy calcification of the sinotubular junction (stj). The valve landed as intended with no paravalvular leak or aortic insufficiency observed. The commander delivery system was withdrawn into esheath+ without any issues. Both sheath and delivery system were removed as a unit. No patient injury occurred. It was noted that blood was seen in the syringe. Valve alignment was performed in a straight section and there was no difficulty reported with valve alignment.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.